Event description:
After an implantation period of approx. 51 months, it was reported that the patient was found unconscious by the emergency doctor and the interrogation of the device was not possible. The pacemaker was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker under complaint was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated presenting itself in safety backup mode. Additionally, a displayed warning message on the programmer indicated invalid memory content. Analysis of the device memory revealed recurrent device resets that led to the activation of safety backup mode. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the pacemaker will activate the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies in unipolar lead configuration. Furthermore, in the safety backup mode magnet application has no effect on the stimulation. Additionally, during active safety backup mode no statistics are recorded. Thus, no statement can be made regarding lead impedances and thresholds. The header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also, the spring element of the pacemaker did not show any deviations. However, it was found that the set screw did not show a screw mark on the bottom side, which might be an indication that the set screw was not tightened properly. This might have led to the observed intermittent pacing stimulation by the pacemaker. During electrical analysis, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency while in the safety backup mode. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. Next, the pacemaker was re-initialized and subsequently the memory content of the device was reviewed. Thereby, recurring invalid memory content was observed. Thus, the device was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent thorough investigations revealed a damaged integrated circuit on the electronic module which led to the occurrence of recurrent internal device resets. In summary, a thorough analysis of the returned pacemaker revealed a damage of an integrated circuit which led consequently to the safety backup mode activation. During analysis it was proven that the therapy capability while in safety backup mode was not compromised. Additionally, an indication for an insufficient lead connection was found. However, a definite root cause for the observed capture loss could not be determined.